Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.